Event description:
Tampering of a narcotic delivery system with overdelivery reported. At 2100, the pump was set to deliver morphine sulfate 5 mg/ml at a continuous rate of 3.5mg/hr, pt dose setting at 0.6mg, 10 min pt lockout and no four hr limit selected. A bolus dose of morphine 2mg was given by the staff. The 30ml vial was reportedly empty 22 1/2 hrs later. The customer states that the pt received more drug than he was prescribed, because it was reported that the pt would take a pin or a curved hemostat and insert it through the hole where the IV line exits the pump and press up against the injector flange. The nurses supected tampering as the pump alarmed several times for "check injector." The pt did not show any symptoms of overdosage, and no intervention was required. The dosage received by the pt reported by the customer is within the programmed setting limits for the reported 22 1/2 hrs depending upon the number of pt requested doses. Multiple unsuccessful attempts were made to obtain the customer's documentation regarding pt selected dosing. No add'l info was available.